Manufacturer narrative:
The bec field applications specialist reported that three tarpon amp boards needed to be replaced on the customer's fc500 flow cytometer. The issue was observed in four locations by the field service engineer (fse) when he was at the customer site to replace the original three. To resolve the issue the fse replaced the tarpon amp board the ss, fs, fl1 and fl2 locations. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018. Urgent medical device recall as a class I recall on 20 nov 2018. (Recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier case (B)(4).

Event description:
The bec field applications specialist reported that three tarpon amp boards needed to be replaced on the customer's fc500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.